Event description:
The hcp reported that the pump was explanted after an implant duration of approximately 4 days. The patient was experiencing seizures, lethargy, memory problems and difficulty urinating following implant. The patient was taken to 2 different emergency rooms on several occasions. At one ER visit, the implanting physician felt that the patient migh benefit from a blood patch for a possible cerebrospinal fluid leak. This procedure was not undertaken however due to seizure activity. The patient was catheterized for urinary retention, but it is unknown what other treatment was given to the patient. The pump rate was apparently decreased at that time. On a visit to a different emergency room and after consultation with another physician, the family decided to0 have the drug delivery system removed. The patient had been receiving morphine via the drug delivery system and it was believed that she was "getting too much drug". The patient had stopped taking oral anti-seizure medication at some point as "she did not feel well". The final patient outcome is unknown.

Manufacturer narrative:
Other relevant components include: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2005, product type: catheter; product ID: 8598, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2005 (approximate/also reported as (b)(6 2005 or (B)(6) 2005) product type: catheter; product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2005 (approximate/also reported as (B)(6) 2005 or (B)(6) 2005) product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(4) 2017. It was reported that the pump was implanted on (B)(6) 2005 and the patient went unconscious. It was indicated that it was considered a sudden change in therapy/symptoms. It was related that on (B)(6) 2005 or (B)(6) 2005 the pump was turned off and then on (B)(6) 2005 the pump was explanted (note this is conflicting with the previous report that the explant took place on (B)(6) 2005). It was stated that the patient was never told if it was a pump issue or catheter issue or medication issue. It was noted that the drug in the pump at the time of the event was morphine at an unknown concentration and dose. No further complications were reported or anticipated.